Event description:
It was reported that since (B)(6) 2012 the patient¿s symptoms had improved, but they still could not urinate. From (B)(6) 2012, it was felt that the symptoms were the same as before implant. The patient could not urinate or defecate. In addition, the patient could not eat. In (B)(6) 2013, the patient went to the hospital for turning off the device. At the time of the report, the patient was planning to explant the device. A few days later, it was indicated that no diagnostics were performed. No malfunctions were seen and the cause of the issue was not determined. Information regarding any intervention taken or planned was unobtainable. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: 388928, lot# 0202865863, implanted: (B)(6) 2012, product type: lead. (B)(4).